Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that episode review was requested for this cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead due to atrial non-capture. There was a yellow alert due to a spike to high out-of-range ra pace impedance measurements greater than 3,000 ohms. There was respiratory rate trend (rrt) signal oversensing on the ra channel, as well. Since the spike in impedances, the ra channel exhibited noise with oversensing. Technical services (ts) discussed that the atrial lead may be compromised, and chest x-rays were recommended. This crt-d and ra lead remain in service. No adverse patient effects were reported.

Event description:
It was reported that episode review was requested for this cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead due to atrial non-capture. There was a yellow alert due to a spike to high out-of-range ra pace impedance measurements greater than 3,000 ohms. There was respiratory rate trend (rrt) signal oversensing on the ra channel, as well. Since the spike in impedances, the ra channel exhibited noise with oversensing. Technical services (ts) discussed that the atrial lead may be compromised, and chest x-rays were recommended. This crt-d and ra lead remain in service. No adverse patient effects were reported. Additional information received reported that this right atrial (ra) lead was explanted and replaced. It was noted that the crt-d remains in service. No additional adverse patient effects were reported. This ra lead will be returned for analysis.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued. -- if information is provided in the future, a supplemental report will be issued.